Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient reported her flange fixture with abutment was loose and the surgeon removed it. She also reported pain and drainage following the surgery. Per the surgeon report, infection (type not indicated) caused or contributed to the fixture loss. In 2007, the patient underwent revision surgery where a primary fixture and a "sleeper" fixture were placed. The patient was fit with the baha sound processor in 2008. The device was not returned for analysis.

Manufacturer narrative:
This is a final report.